Event description:
Per complaint (B)(4), an abutment was unable to be separated from a dental implant during clinical procedure after removing the retaining screw. Hemostats were used for removal. No adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for device return date, for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.